Manufacturer narrative:
Unit had a missing retainer and missing reservoir tube o-ring. Reservoir does not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer. Insulin pump passed sleep current measurement, active current measurement and self test. Insulin pump trace download analysis confirmed the pump alarmed power error detected alarm. The power management tool confirmed power error detected alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer blood glucose value was unknown. The customer did not assisted with troubleshooting. The device will be returned for analysis.